Event description:
Physician reported a right side intracapsular rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Apparently, the unit has an opening on anterior, red particles in the shell, white biological tissue in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Physician reported, a right side intracapsular rupture. Device has been explanted and replaced.